Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or result in a "high" reading on the cgm. Reportedly, the customer reverted to an alternate method insulin therapy.